Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 462 mg/dl with trace of ketones. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, the customer was using pump supplies beyond labeling. Tandem customer clinical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Reportedly, customer continued using pump for insulin therapy.